Manufacturer narrative:
The device history record (DHR) review could not be performed since the lot number of device was not known. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. The cause of the reported issue could not be definitively determined. Subject device remains implanted.

Event description:
It was reported that during a coil embolization retreatment, angiography revealed that the 6th coil (subject device) was herniated out of the aneurysm neck and partially into the vessel lumen. Subsequent angiography demonstrated no evidence of thrombus formation on the coil loop. There were no adverse consequences to the patient.